Event description:
Since 04/2005, increased difficulties occurred during the transport of the infusion through the catheter. It was hard to flush. The following two days a swelling showed on the right side of the throat. With ultrasound and in spiral CT a paravation along the catheter as well as an older thrombosis within the lumen of the v.jugularis were observed. Thereupon the catheter was explanted in 2005. The cause appears to be a hairline fracture within the subcutaneous section of the catheter directly before that vessel is accessed.